Manufacturer narrative:
G4:23mar2021. B4:06apr2021. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. It is unknown if any parts or repair has been conducted. The customer¿s alleged malfunction could not be confirmed. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 24feb2021.

Event description:
It was reported to philips that the v60 displayed a over temperature message. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse instructed the customer to review the event log and confirm if diagnostic code was present. The customer reviewed the log and stated that the blower temperature high diagnostic code was present. The rse advised the customer to replace the blower to resolve the issue.